Event description:
It was reported that postoperatively the left bundle branch right ventricular (rv) lead had dislodged. The lbb rv lead was removed and replaced with an rv lead in the rv septum. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.